Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire, the handle could not be squeezed. The tissue was held in the jaws of the reload, then it could not be fired. A new device and reload was used in order to complete the case. Patient status is alive - no injury.